Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip-tep left side on (B)(6) 2017. X-ray control on (B)(6) 2018 because of discomfort showed a fracture of ceramic inlay. Retrospectively this was also seen on x-rays dated (B)(6) 2017. Revision was done on (B)(6) 2018. Inlay was found fractured and was tilted in cup. During removal of inlay additional damage of inlay occured. Intact head was changed as well.

Manufacturer narrative:
(B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.